Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results using coaguchek xs meter (B)(4). Customer's warfarin dose had been held and they ate a can of spinach following a high result of 6.0 inr received on (B)(6) 2019. At 10:30 am on (B)(6) 2019, the customer tested by fingerstick on the meter and the result was 6.5 inr. At 12:51 pm on (B)(6) 2019, the customer tested again by fingerstick on the meter and the result was 1.3 inr. The meter was initially set to display results in %q. Customer had cleared the meter memory prior to the second test. It is unknown whether the 10:30 am result was 6.5 inr or was actually 65%q due to the meter memory being cleared. The customer has a therapeutic range of 2.5-3.5 inr. Customer does not wash their hands prior to sticking the finger. The customer is not anemic and has no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no medication changes, no diet changes and no bleeding or bruising. There was no adverse event. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.